Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty cable caused the imaging issue. However, a specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial number of the subject device was reported as (B)(4), however, this serial number does not belong to the model number ch-s400-xz-eb. Clarification regarding correct product information has been requested and is currently pending. The device was returned and evaluated, and the customer¿s allegations were confirmed due to a cable malfunction. Additionally, the cable was found to be folded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that an e224 scope communication error occurred on the 4k camera head during preparation for use of a diagnostic procedure. The device was inspected before use. There was no procedural delay and no patient harm reported. The procedure was completed using a similar device.